Event description:
Procedure type: vats lobectomy, according to the reporter: the surgeon articulated slightly left on several different times. The various sulus used would "jump" or "twitch" during the firing. The sulu would then "kick" at the very end much like as if it would as if it was fully articulated. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).